Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that network and communication issues. A technical support specialist connected to the station and changed the network settings to resolve the issue. The system functioned as intended after a technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system device was not allowed users to login. The customer reported that users were unable to remove medication from the station. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.